Event description:
Reporter indicated a vns therapy handheld dosing computer "is taking quite a long time to display the parameters after an interrogation." Troubleshooting did not resolve the issue. Good faith attempts to obtain additional info have been unsuccessful to date.